Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, there were 4 non-sustained episodes observed with noise oversensing since the implantation on (B)(6) 2015. No re-programming of the parameters was performed. Investigations are required.

Event description:
Reportedly, during the follow-up performed on 22 april 2015, there were 4 non-sustained episodes observed with noise oversensing since the implantation on (B)(6) 2015. No re-programming of the parameters was performed. Investigations are required.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, there were 4 non-sustained episodes observed with noise oversensing since the implantation on (B)(6) 2015. No re-programming of the parameters was performed. Investigations are required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027.